Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to performed the basic occlusion, occlusion, and excessive no delivery tests due to prime fill anomaly. However, unit passed the displacement test.

Event description:
The customer reported being hospitalized being hospitalized due to high blood glucose of 450mg/dl. Troubleshooting was performed. The customer stated that his blood glucose was reading 63mg/dl on the glucose monitor, but in the hospital read 70mg/dl. The caller mentioned receiving no delivery alarms during bolus. The customer stated that the device kept alarming for several months. Days later, the customer called back to report that he continues having no delivery alarms and the battery has been changed more frequent than normal. The customer declined to continue testing and requested the device be replaced. No further information was provided.